Event description:
It was reported that patient presented for follow-up in remote. It was noted that the right ventricular lead exhibited high pacing impedance. No intervention was performed. Patient condition was stable.